Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was unable to advance the competitor guidewire through the left ventricular (lv) lead. The wire was removed, wiped off and reinserted again with no success. The lv lead was then removed and replaced with a different lead. No patient complications have been reported as a result of this event.